Event description:
Customer reported receiving inaccurate erratic readings. In blood glucose tests, customer rec'd readings of 401, 124, 500, 204, 401, and 133 mg/dl within one minute. Testing was conducted on the fingers. Customer's family member provided one glucose tablet after each reading as the pt was not feeling well.